Event description:
Footrest falls off. Pt's foot went under and the lower leg was broken. Repair co has been notified. Pt was supplied wheelchair through medicare to hosp over night and splint placed on leg.